Manufacturer narrative:
The device was not availble for evaluation as it remains in the patient. It was reported and confirmed that stainless steel radio-opaque marker on the posterior side of the temporary plate spacer disassembled intra-operatively; the small metal part on the back of the temporary plate spacer fell down from 3 spaces. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that during a case a piece of a unify temporary plate spacer broke and remains in the patient post operatively. This event occurred in hungary.